Event description:
It was discovered in house by research and development while performing platform validation testing that in preciseplan r. 2.10, 2.11, and 2.15, for co-60 units dose values are not calculated using a consistent date. If a 3 month old plan with a rotated and transverse image was loaded, physics hardcopy profiles and rotated image were calculated with a different date from the transverse sagittal and coronal slices. The cobalt attenuation is not updated properly when recalling these plans at a later date. This results in printouts with an underdose to the pt compared to the dose prescribed in the original plan. In release 2.15 an abnormal program exit can occur after recalling such a plan when attempting to print the weight point details printouts.

Manufacturer narrative:
While this workflow is not a common practice in the industry, a user notice is currently in draft with a work around and will be sent to customers who have preciseplan r 2.10, 2.11, and 2.15. This issue will be addressed in the next release of preciseplan.